Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information obtained is limited to the article. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the postoperative abscess, hematoma and seroma. Hematoma and seroma are labeled side effects that are considered foreseeable and clinically acceptable in terms of patient benefit. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (01-jan-2019) is considered to be a best estimate. This MDR represents the ventralight st w/ echo ps. Additional mdrs were submitted to represent the soft mesh and sorbafix fixation devices. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article: "comparison of etep and ipom for ventral hernia surgery in the early postoperative period" the article describes a monocentric, retrospective cohort study compared patients with ventral hernias that were treated with etep or ipom from january 2019 and march 2023. A total of 123 patients were analyzed. Ninety-two (92) underwent etep with bard soft mesh and 31 ipom with ventralight st w/ echo ps secured by sorbafix respectively. The postoperative complications in etep group include postoperative bleeding (1) in the retro rectus space, requiring transfusion of two units of packed cells, periumbilical abscess (1) developed two weeks post-surgery, treated with incision and vacuum assisted closure (vac), hernia recurrence (1) required another operation using the sublay technique, superficial bleeding (1) occurred at a trocar port site treated with bedside sutures, large epifascial hematoma (1) surgically evacuated, large subcutaneous hematoma (1) which was treated conservatively and one patient had persistent pain. The postoperative complications in ipom group include one patient had developed a widespread abdominal wall hematoma, requiring transfusion of two units of packed cells, 2 patients had persistent pain leading to relaparotomy and anchor sutures removal. One patient had abscess treated with incision and vacuum assisted closure (vac) and subcutaneous seroma (1) and subcutaneous hematoma (1). Information is presented without patient/case specific details. The article concluded that etep appears to be a safe and feasible surgical treatment for ventral hernias. Compared to ipom, it has the advantage of a shorter postoperative admission period but a longer operation time. Furthermore, suggest a lower postoperative complication rate in etep. The postoperative pain might be lower in etep patients as well; however, study could not demonstrate statistically significant findings.